Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 5 and 24 hours. The patient went to the emergency room (ER) after removing the pod due to extreme pain and seeing a lump and pus coming from the site. The patient's blood glucose level reached 19 mmol/l (342 mg/dl). At the ER patient was given anesthesia so the doctor could drain the abscess. The patient was on intravenous fluids the whole admission, antibiotics clarithromycin, pain killer codeine and paracetamol. The patient was discharged after 4 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.